Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the device did not properly form staples and operating room time was extended by five minutes. It was not reported how the case was completed. There was no reported patient consequence.